Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient suffered a comminuted distal tibia fracture, segmental fibula fracture, syndesmotic disruption fracture, peroneus brevis laceration and severe periosteal stripping/comminution of the tibia of his right leg via a forklift accident at work. The patient underwent a closed reduction with external fixation on the same day. The patient then underwent a closed orif of the right leg distal tibia shaft with demineralized bone matrix putty three days later. An unknown time post-op, the patient was diagnosed with wound dehiscence and a non-union secondary to a post-operative fall. The 6-month post-operative x-rays indicated a solid union of the fracture site.